Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer stated that it was the second occurrence of the pump error alarmed. Customer reported they were able to clear the alarm and was able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted. Device monitored for several days and no alarm noted.